Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. Two application sessions were available on incident reported date. First session: two emitters were found to be connected having different serial numbers (sn) while nipt was connected when emitter with sn (B)(6) was used. Only one noninvasive patient tracker (nipt) (having same sn) was found to be connected on different ports. The logs did not capture geometric error of the nipt connected to port. Second session: same two emitters connected in the first session were found to be connected. Analyzing the emitters <(>&<)> nipt/tools connected to the navigation system, it was observed that user tried nipt having sn (B)(6) mostly with both emitters available on different ports and had issue always. User finally switched to nipt2 having sn(B)(6) and did not disconnect it later. The logs did not capture geometry error related information of the tools connected. The analyst suspected problem occurred only with nipt having sn (B)(6) as per log analysis. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) a manufacturer representative went to the site to test the navigation system. The solid state drive card and the hard drive were replaced. The system then performed as intended. Codes: b01, c07, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) device evaluation: d9 updated. H3, h6: the electromagnetic navigation interface unit was returned to the manufacturer for analysis. The electromagnetic navigation interface unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. B01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736218, lot/serial #: (B)(6) h3) the ssd was returned to the manufacture for analysis. There was no issues found with the ssd. The engineers found an application that was previously installed, and it functioned normally without failure. S.m.a.r.t data & self-test reported no errors on the drive. Drive functioned normally without failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was showing a max geometry error of 3 mm for the non-invasive patient tracker (nipt). Multiple nipts were opened, all with the same issue. The medtronic representative (rep) reported no patient was present. Troubleshooting information was provided. The rep confirmed no metal or other instruments were near the field. The rep opened electromagnetic diagnostics, all components appears as expected, no faults detected. Ports 3 and 4 on the break out box were illuminated solid yellow. No error light displayed on the break out box. Both flat emitter and side emitter were tried, both with no effect. The flat emitter and side emitter were far away from each other when one was in use. Technical services (ts) instructed the rep to use the side emitter and to hold both the side emitter and the nipt in the air roughly shoulder width apart, to no effect. The rep plugged the nipt into every port on the break out box, to no effect. The aio and break out box were recently replaced. The rep opened a new nipt, to no effect. The rep re-ran em diagnostics with the flat and side emitter connected, all statuses appeared as normal. Additional information was later received from another rep. The system was having the same issues happen after the system was working as intended the day before. Ports 3 and 4 on the break out box were showing amber lights no matter what but 1, 2, 5, and 6 were fine. The rep checked print diagnostics and when there was a nipt and instrument tracker in 3 and 4, and it didn't update to show them connected, and only showed them as disconnected.

Manufacturer narrative:
Brand name ; product ID 9735521, product type: 2543-mnav - system brand name ; product ID 9735825ent, product type: brand name ; product ID 9736218, product type: brand name ; product ID 9736217, product type: brand name; product ID 9736388, product type: h3: the system was serviced in the field, and no fault was found. The system performed as intended. Codes b01, c19, d14 are applicable to this analysis. No parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.